Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2, multiple full height cubie pockets were failed and not detected on bus. Customer tried to reboot and recover the drawer, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2, multiple full height cubie pockets were failed and not detected on bus. A field service engineer reseated the row board and retractor band on the drawer, tested the drawer in hardware test application (hta) and removed all debris from between the cubies, completed testing and confirmed that all components were functioning properly. The system functioned as intended after the field service engineer repaired the device.